Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ngage nitinol stone extractor was checked prior to use and the basket could not be opened. Another of the same device was opened to finish the procedure. This observation was made prior to patient contact. There were no adverse consequences reported as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One stone extractor was returned for investigation. Lot number 8309845 is confirmed with returned packaging. The device was returned with handle in closed position. The basket formation was in the closed position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. Function testing determined the handle does not actuate the basket formation. The support sheath and basket sheath are bent, starting 1.5 cm from distal tip of support sheath. No other kinks or damage were noted. With the bend in the sheaths straightened, the handle still does not actuate basket formation. The handle was disassembled. Visual examination noted the support sheath and basket sheath are still adhered. The cannulated handle is caught properly in collet. The basket formation can be manually actuated. The handle was reset and reassembled. Functional testing found the basket formation opens and closes without issue. To conclude, initially the handle did not actuate the basket formation, but after the handle was disassembled, reset, and reassembled, the handle opens and closes basket formation without issue. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 309845. As found in the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that would not open due to sheath damage. The sheath of the device was bent at the handle. Devices are shipped with the basket in the open position. It is likely the sheath of the device was inadvertently damaged during handling/use of the device. The IFU contains cautions about manipulating the device to prevent damage. Devices are inspected for damage and functionality prior to packaging. The investigation conclusion is cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.